Event description:
Nurse claims that he activated the safety mechanism and when he was disposing of the device into the sharps container, he accidentally knocked the device on the side of the container, the device sprung back and the needle hit his finger.